Event description:
Pt was in operating room. The hydraulic stirup was laying on the floor. When pt was installing on table, left ring and index fingers got caught in the upper portion of the stirup. The stirup could not be removed easily, so pt was taken to the emergency room. The stirup was removed and pt was sent for physical therapy follow-up.